Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via FDA medwatch number: mw5093498 that a female patient of unknown age and race underwent unspecified breast surgery with 425cc mentor memorygel breast implant on one side and an unknown size unknown gel implant on the other side and experienced diarrhea, gaining weight, food allergies, sibo, bloating, cellulose allergy, asthma, low energy, anxious, cannot sleep, numbness tingling burning in arms, back pain, heart burn reflux, difficulty swallowing , thyroid tumor, chronic inflammatory response syndrome. Tooth pain, epstein barr, sore throats, swollen lymph glands, body pain, joint pain. Edema in feet ankles. Mast cell activation syndrome, reactive to foods. Sinuses infection. Hyper sensitive. Sleep issues, anxiety, itching, acne, hormonal imbalance. Thyroid hypo, dry eyes and mouth, hoarseness choking coughing, blurred vision, bladder issues. Urination . Bacterial vaginosis, aerobic vaginitis, yeast problem, brain fog and memory loss, cognitive issues. Hair smelling, mineral deficiencies, depression, lungs or throat burns, feeling of dying, tested positive to producing antibodies towards silicone. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient¿s side with known gel device.